Event description:
It was reported that the pt's stimulation turned on when she would get in or out of her minivan. The pt also had stimulation in the wrong location and was scheduled to have a revision in sept.

Manufacturer narrative:
(B) (4).